Event description:
On (B)(6) 2021, a perceval valve pvs23 implant attempt occurred. After declamping of the aorta, the transesophageal echo (tee) showed a perivalvular leak (mild) from the right coronary cusp (rcc). After re-clamping and confirming the implant position, a rcc annulus perforation was confirmed. After the repair using a patch, another perceval m was indwelled and the operation was completed. There was no problem with the perceval placement position, and it seems that the perforation occurred when the annulus was decalcified. Extended time (cross-clamping time: 46 minutes for the first time, 49 minutes for the second time).